Manufacturer narrative:
D9: date returned to mfg 3/28/2024. One device was returned for evaluation. Visual inspection revealed a peeled downstream occlusion (dso) seal and scratched lens. No evidence was found in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be a faulty expulsor. The expulsor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was dispensing too high during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.